Event description:
It was reported that a hole was noticed in the tubing. The patient had a central line that was connected to the tubing with a hole in it. It was also confirmed that there was no patient harm as a result of this event.

Manufacturer narrative:
The customer report of hole in tubing could not be confirmed due to the product was not returned for failure investigation. The root cause was not identified as no product was returned.

Manufacturer narrative:
Report source: ch senior specialist. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that a hole was noticed in the tubing. The patient had a central line that was connected to tubing with a hole in it.